Event description:
(B)(4). I have had severe cramping and pain especially at the time of my period. I could/can always feel the coils!!! It's so uncomfortable and painful constantly! My periods became more frequent, every 2-3 weeks and very heavy. I had an ablation done to stop the bleeding and now I am having to have a hysterectomy done to help with all my pain and bloating. This is awful!!! I am only (B)(6) and I never imagined this in my life!!!!